Event description:
Hcp reported the pt was diagnosed with an infection of the device pocket on 03/2002. The pt had symptoms of redness and pain. A culture of the device pocket was positive for mrsa. The pt was treated with both IV and oral antibiotics. The pump was not removed, it was stopped, and the pt was begun on oral medication. The infection resolved and there was no drug withdrawal.